Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the vitrectomy procedure, the aspiration was very low during quadrant removal and was not aspirating lens matter. There was no aspiration in irrigation/aspiration mode, and the aspiration was not working even after changing the accessories. An anterior vitrectomy was performed, and no lens was inserted. A second surgery was scheduled nine days after the event; however, it was determined that the issue was not device-related. There was no patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. There were no relevant complaints found as part of this investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections b.2, b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicates that the case was not aborted; the patient required an anterior vitrectomy following a complication from the cataract surgery. A second surgery was completed fifteen days after the event.